Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 2.00mm x 20mm maverick²¿ balloon catheter was noted to be ruptured at an unspecified time during the procedure before any inflations were performed. No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. There was contrast and blood in the inflation lumen and contrast in the balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 3.25mm longitudinal tear at the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 2.00mm x 20mm maverick 2 balloon catheter was noted to be ruptured at an unspecified time during the procedure before any inflations were performed. No patient complications were reported. Additional information has been requested and is not available.